Event description:
Complainant alleged that during a routine shift check by a clinician, a battery could not be inserted into the device due to a warped battery well. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and confirmed that the housing was warped. Extensive testing of the device was unable to find anything wrong with the device that would cause the housing to become warped. The battery that was in the device at the time of the event was discarded by the customer and not returned to zoll medical. Trend analysis for reports of this type does not indicate an increase in frequency.